Event description:
It was reported that during an unknown procedure the clip applier locked on the vessel and it was difficult to re-open. It happened 2 times, 1st after 3 clips, 2nd at the end when all the clips had been used. The last clip locked on the vessel. In addition, the orange indicator line did not complete after the last clip. No patient consequences were reported.

Manufacturer narrative:
Date sent: 06/25/2008. Instrument batch # e9et9w. Results: broken jaws at bifurcation. Evaluation summary: the analysis results found that the el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was returned with the jaw broken at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. The instrument was cycled and was noted to be empty, in addition the lockout was noted to be fire through. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.